Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed total bilirubin (tbil_2) test result was obtained from an atellica ch 930 instrument. Siemens reviewed the available information from the customer site and found there were no failures observed in the autocheck data and no data pointing to an instrument problem. The potential cause of the discordant test result was due to insufficient sample aspiration for the sample predilution of the sample. Poor sample quality and the presence of gel, fibrin, microclots, and/or the presence of cellular debris including red cells, white cells, and platelets cannot be ruled out as a contributing factor. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed total bilirubin (tbil_2) test result was obtained from an atellica ch 930 instrument. The initial test result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument giving a higher test result. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total bilirubin test result.